Event description:
Based on the available information, there is not enough evidence to indicate this issue is reportable to any regulatory agencies. No report will be filed with any regulatory agencies at this time. If upon evaluation of the device a reportable issue/malfunction is identified, this decision will be re-evaluated using the date of the repair evaluation as the "become aware" date if a reportable issue/malfunction is identified.